Event description:
It was reported that during a procedure, the clips did not close. It is unk how the procedure was completed. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.